Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient returned to the hospital post implant, with a fever and swelling around the device. An echo showed possible growth on lead, and the physician suspected there was an infection. The surgeon removed the leads and device, as patient was only 3% paced. Everything was sent to pathology, however the surgeon did not believe there was an infection after explanting the devices. It was indicated that the patient would have a new system implanted weeks following the explant. No further updates were provided from the field.